Event description:
Bilateral pt was revised due to instability. Poly wear was noted intraoperatively.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.